Manufacturer narrative:
Device code removed.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to fractured at the calcar. Surgery time extended more than 30 minutes and patient had poor bone quality.